Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2018-00516.

Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, the fiber was observed to be end firing after 5 minutes of use. The fiber was exchanged, and during use of the second fiber, a fiberlife error message displayed. The fiber would not fire, and it was noted the tip came off. The fiber was exchanged, and the procedure was completed utilizing the third fiber. There was no patient injury reported due to the event. This report is for the second fiber.